Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient's stimulation would turn off randomly and as a result the patient's pain in the right arm would return. A database analysis revealed no anomalies. The patient was reprogrammed in (B)(6) 2020 and did well for a time. Recently, the implantable pulse generator (ipg) was explanted due to intermittent stimulation.

Event description:
It was reported that the patient's stimulation would turn off randomly and as a result the patient's pain in the right arm would return. A database analysis revealed no anomalies. The patient was reprogrammed in (B)(6) 2020 and did well for a time. Recently, the implantable pulse generator (ipg) was explanted due to intermittent stimulation.